Event description:
The customer returned the device stating, "the error code 45985 appears on the device during testing". During device evaluation it was found the downstream occlusion (dso) seal was cracked.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was display glass is scratched, downstream occlusion (dso) seal is cracked. During the functional testing, the customer reported issue was confirmed. The cause of the reported issue was due to a defective main board. The mainboard and dso seal were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.